Manufacturer narrative:
The revision reported was likely the result of prosthesis wear, osteolysis, and an insufficient bond between the femoral component and the bone which led to aseptic (non-infected) femoral loosening. Possible causes for polyethylene wear include malalignment between the implants, high contact stresses during knee flexion, third body wear, patient-related conditions, instability, or any combination of these possibilities. The extent and root cause of the prosthesis wear, osteolysis, and femoral loosening could not be determined as the devices were not returned for evaluation, and radiographs were not provided.

Event description:
As reported, approximately five years post initial right tka, the 56 y/o male patient was revised due to polyethelene wear and femoral loosening, as a result of osteolysis. The patient was revised to a logic cem ps femur size 4 and a size 4 tibial insert. There was breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos received. Sales rep was unable to obtain x-rays. The devices are not available for evaluation due to the devices were disposed at hospital.

Manufacturer narrative:
Section d10: concomitant products. Logic cr femoral por, right, sz 4 (cat# 02-010-04-0340 / serial# (B)(6). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(6). Additional information, including the product investigation, will be submitted within 30 days of receipt.